Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, a cracked belt clip slot and a stripped battery cap coin slot.

Event description:
The caller reported via phone call that the customer was hospitalized due to not being able to remove the battery cap after the battery ran out. The customer was hospitalized on either (B)(6) 2015 or (B)(6) 2015 due to his high blood glucose. The customer's blood glucose at the time of admission was over 500 mg/dl. The customer stated that he was feeling fine prior to the hospitalization. The customer explained that a bent cannula may have caused the high blood glucose. Through troubleshooting, it was found that the battery cap could not be removed with a penny or nickel. The customer was advised to discontinue use of the insulin pump if the battery was low and that the insulin pump needed to be replaced. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.